Event description:
It was reported that (4) devices were used during a thoracotomy. It was reported by the rep that the tl455 devices locked out during the procedure. Another device was used to complete the case. There was no consequence to the pt.